Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not working as well as blank display. Customer's blood glucose level was 129 mg/dl. Customer stated that the battery compartment was cracked. Customer was not calling back after receiving a new battery cap. Troubleshooting was performed for blank display. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with cracked battery tube threads.